Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the insulin pump alarmed with a battery out limit, the display went blank and the screen of the insulin pump fogged up. The customer's blood glucose was 251 mg/dl. The customer stated the fogging up occurred a little bit on the exterior of the display window and does not think the moisture wound up inside of the pump or display. During troubleshooting for the battery out alarm, the customer stated there was a small curl in at the center of the top end of the battery cap spring. The customer cleaned the battery cap contact and the display returned. A self-test was performed and passed. It was stated that while trying to replace a battery, none out of four new batteries worked. Eventually the insulin pump came back on, but the settings had all been erased. The customer was advised to revert to a back-up plan until a battery cap replacement is received.